Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Subsequent information was provided that the patient arrived to the hospital with impedance measurements of 3,000 ohms in bipolar configuration. As issues were noted with sensing and capture, the lead was explanted and replaced. No x-ray was performed to verify the fracture. No adverse patient effects were reported.

Manufacturer narrative:
Additional investigation was performed. Fractography confirmed that the break was the result of acute torsional overload. We have concluded that the break likely occurred during the implant procedure and would likely have been detectable at implant. However, there is no record of electrical measurements being taken at implant pursuant to the device's labeling.

Event description:
.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high impedance measurements and a visible fracture. No adverse patient effects were reported.